Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly self-tests without duplicating the customer's report. An internal inspection found no contamination or corrosion. The customer's batteries were returned for evaluation. The main board will be replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted an "hv cap idle test failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.